Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation records received. Litigation alleges pain, discomfort, and metallosis. No part and lot information provided. Pfs alleges injuries, pain and swelling, and limitation on walking, climbing stairs and bending over. After review of medical records for MDR reportability, lab results shows high level cobalt and chromium. Doi: (B)(6) 2011; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.